Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be clear, legible, and functioning properly. Moisture corrosion was observed in the battery compartment. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture to the internal components. The original complaint of a line through the display was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a line through the pump display with moisture present behind the display, and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.